Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion being treated was located in the moderately tortuous, calcified distal right coronary artery (rca). The lesion was predilated with an unk size non-bsc balloon. The physician attempted to place the 3.00x32mm taxus express2 drug eluting stent, but was unable to cross the lesion. Upon removal, the proximal edge of the stent was found to be flared. The lesion was dilated with an unk size non-bsc balloon and the procedure was completed with a different device. No pt complications were reported. Patient status reported as "good".